Event description:
It was originally reported during use that the display had gone black, stopped ventilating and did not alarm. According to the user the patient had desaturated to 60% at that time, however there was no patient injury reported. A dräger technician evaluated the device and the device log file. There were no device error codes listed in the log file that would indicate a device malfunction. The dräger technician was not able to duplicate the reported issue. The unit was tested and confirmed to be operating per specification.

Manufacturer narrative:
The affected infinity acs workstation cc with the serial number (B)(6) was examined onsite via a dräger service technician. On-site examination of the device and also of the log file did not reveal any evidence of a device malfunction. Additionally, the logfiles and service report were provided for investigation at the manufacturer site in lübeck. The analysis of the provided log file has shown that the ventilation session was active since (B)(6) 11:33 am. Around the reported time of event (2:35 pm) several alarm messages like "disconnection?", "etco2 low", "mv low" and "mv high" were logged. As per log file the user was present and pressed the audio pause button during the reported time. Later the ventilation was switched into standby mode and the device was switched off by the user properly. Other than reported a stop of the ventilation or another device malfunction could not confirmed by analysis of the provided log file. The reported etco2 alarms were probably caused by soiling of the co2 cuvette. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was originally reported during use that the display had gone black, stopped ventilating and did not alarm. According to the user the patient had desaturated to 60% at that time, however there was no patient injury reported. A dräger technician evaluated the device and the device log file. There were no device error codes listed in the log file that would indicate a device malfunction. The dräger technician was not able to duplicate the reported issue. The unit was tested and confirmed to be operating per specification.